Event description:
Information was received indicating that an air leak was noted to the cuff of a smiths medical portex® endotracheal tube. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/080 with lot number reported as unknown; the sample was received in used condition. During visual inspection, no discrepancies were found. During functional testing, leakage was observed coming out between valve and pilot balloon. The customer reported condition was confirmed. The most probable root causes are: solvent missing between pilot balloon and valve. Lack of detection by the production personnel on the leak test area. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.